Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients body rejected the device and experienced soreness and redness at the implant site. It was also noted that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulation (scs) lead explant procedure. No further information could be obtained.